Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open right nephrectomy, the last four staples on either side of cut line did not form b-shape so it was removed from the tissue. Staple line was incomplete. Oversewing of the end of anastomosis was performed to resolve the issue.